Event description:
Customer complaint - limited data available. Customer complained that the device burned their back and hip.

Event description:
Customer complaint - limited data available stated device burnt back and hip.